Event description:
A caller reported a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The caller was advised by technical support to replace the pump, and a new pump was sent with updated software. Technical support provided instructions for putting the pump into storage mode and using a g7 sensor, which the caller understood. The caller was also advised to use mdi as backup therapy and return the problematic pump using the provided return box and pre-paid label.